Event description:
Lilly case ID:(B)(6). This solicited case, reported by a consumer via nutritionist by patient support program, concerns a female patient of unknown ethnicity and age. Information regarding medical history was not provided. Concomitant medication included: losartan for unknown indication of use. The patient received human insulin nph (humulin n) unknown dose, frequency, subcutaneously, indicated for treatment of diabetes beginning on unspecified date. Also, the patient received insulin lispro (humalog) unknown dose, frequency, subcutaneously, indicated for treatment of diabetes beginning on unspecified date. On unspecified date, unknown time after starting human insulin nph and insulin lispro via humapen luxura hd (unknown batch number) the patient experienced lipodystrophy. On unspecified date, unknown time after starting human insulin nph and insulin lispro via humapen luxura hd, the patient experienced decompensated blood glucose of approximately 400mg/dl. Approximately on (B)(6) 2014, the patient observed that the injection screw of humapen luxura hd was not rising when the patient was selecting the dose (product complaint (B)(4). According to reporter, on unspecified date unknown time after starting human insulin nph and insulin lispro via humapen luxura hd, the patient did not received the correct dose because the injection screw was not moving, so the patient experienced malaise during 20 days, and blood glucose of 570mg/dl. The event of blood glucose of 570mg/dl was considered serious due to medically significant reason, by the company. As corrective treatment for the event of blood glucose decompensated, approximately 400mg/dl and 570mg/dl, the doses of insulin therapies were increased. The patient started to receive insulin lispro 14iu in the morning and in the evening and human insulin nph 40iu in the morning and 30iu in the evening. The patient recovered from the events. It was reported that the patient injected human insulin nph and insulin lispro at inner of thigh, inner of arm, below and above umbilicus and the patient stored the human insulin nph and insulin lispro cartridges in the refrigerator door. The human insulin nph and insulin lispro treatment was continued. The device was operated by patient and she was trained by nutritionist from patient support program. This device model and the reported device duration of use were not provided. The return status of device was not provided. If device is returned, evaluation will be performed. The reporting nutritionist did not provide opinion of relatedness. The reporting consumer stated that glycemic event was related to the issue of device but it was not provided an opinion of relatedness between the remaining events and human insulin nph and insulin lispro. Update on (B)(6) 2014: additional information received on (B)(6) 2014 from initial reporter was processed with initial case. Update (B)(6) 2014. Follow up received on (B)(6) 2014 from initial reporting consumer. Added concomitant medication; updated status, added new dose and action taken of human insulin nph and insulin lispro. Add information regarding operator of device and trained user, corrective treatment and outcome of the events. Updated relatedness statement. All correspondents fields were updated. Update (B)(6) 2014: additional information received on (B)(6) 2014 from initial reporter. Added non serious event as wrong dose administered due to device issue; updated route of administration and indication for use of human insulin nph and lispro insulin. All correspondents fields were updated. Update (B)(6) 2014: additional information received on (B)(6) 2014, from the global product complaint database added the device specific safety summary; and updated the EU/ca fields, medwatch fields, and narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2014. No further follow up is planned. Evaluation summary a patient reported that the injection screw of her luxura hd device did not go up as she selected the doses. She experienced elevated blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 16jul2014. No further follow up is planned. Evaluation summary: a patient reported the injection screw of her luxura hd device did not go up as she selected the doses. She experienced high blood glucose. Investigation of the returned device (batch (B)(4), manufactured october 2012) found that device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. There is evidence of improper use. The patient does not prime the device. This may be relevant to the complaint of high blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via nutritionist by patient support program, concerns a female patient of unknown ethnicity and age. Information regarding medical history was not provided. Concomitant medication included: losartan for unknown indication of use. The patient received human insulin nph (humulin n) unknown dose, frequency, subcutaneously, indicated for treatment of diabetes beginning on unspecified date. Also, the patient received insulin lispro (humalog) unknown dose, frequency, subcutaneously, indicated for treatment of diabetes beginning on unspecified date. On unspecified date, unknown time after starting human insulin nph and insulin lispro via humapen luxura hd (started this device in (B)(6) 2013 - batch number (B)(4)) the patient experienced lipodystrophy. On unspecified date, unknown time after starting human insulin nph and insulin lispro via humapen luxura hd, the patient experienced decompensated blood glucose of approximately 400mg/dl. Approximately on (B)(6) 2014, the patient observed that the injection screw of humapen luxura hd was not rising when the patient was selecting the dose (product (B)(4)). According to reporter, on unspecified date unknown time after starting human insulin nph and insulin lispro via humapen luxura hd, the patient did not received the correct dose because the injection screw was not moving and the device was not injecting insulin, so the patient experienced malaise during 20 days, and blood glucose of 570mg/dl. The event of blood glucose of 570mg/dl was considered serious due to medically significant reason, by the company. As corrective treatment for the event of blood glucose decompensated, approximately 400mg/dl and 570mg/dl, the doses of insulin therapies were increased. The patient started to receive insulin lispro 14iu in the morning and in the evening and human insulin nph 40iu in the morning and 30iu in the evening. The patient recovered from the events. It was reported that the operator was not performing the prime before injection, the patient injected human insulin nph and insulin lispro at inner of thigh, inner of arm, below and above umbilicus and the patient stored the human insulin nph and insulin lispro cartridges in the refrigerator door. According to reporter, the patient received from the nutritionist, two new humapen luxura to replace the humapen luxura hd, but no adverse event with these two new humapen luxura was reported. The human insulin nph and insulin lispro treatment was continued. The device was operated by patient and she was trained by nutritionist from patient support program. It was unknown how long the patient had used the reported device and this device model. The device was returned, and no malfunction was found. The reporting nutritionist did not provide opinion of relatedness. The reporting consumer stated that glycemic event was related to the issue of device but it was not provided an opinion of relatedness between the remaining events and human insulin nph and insulin lispro. Update on 14-apr-2014: additional information received on 11-apr-2014 from initial reporter was processed with initial case. Update 28-apr-2014. Follow up received on 24-apr-2014 from initial reporting consumer. Added concomitant medication; updated status, added new dose and action taken of human insulin nph and insulin lispro. Add information regarding operator of device and trained user, corrective treatment and outcome of the events. Updated relatedness statement. All correspondents fields were updated. Update 05-may-2014: additional information received on 29-apr-2014 from initial reporter. Added non serious event as wrong dose administered due to device issue; updated route of administration and indication for use of human insulin nph and lispro insulin. All correspondents fields were updated. Update 05-may-2014: additional information received on 29-apr-2014 from the global product complaint database added the device specific safety summary; and updated the EU/ca fields, medwatch fields, and narrative. Edit 07-may-2014: upon internal review during regulatory submission, updated the status of return of suspect device, and corrected the information regarding of device duration. Update 12-may-2014: additional information from the same reporter on 08-may-2014. Added start date and batch number of suspect device, updated the improper use to yes, because the prime was not performed, added details of complaint device and two new humapen luxura received from nutritionist. All correspondents fields and narrative were updated. Update 16-jul-2014: additional information received on 16-jul-2014 from the global product complaint database updated the device specific safety summary; added the returned date, and manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned

Event description:
Lilly case ID:(B)(4). This solicited case, reported by a consumer via nutritionist by patient support program, concerns a female patient of unknown ethnicity and age. Information regarding medical history was not provided. Concomitant medication included: losartan for unknown indication of use. The patient received human insulin nph (humulin n) unknown dose, frequency, subcutaneously, indicated for treatment of diabetes beginning on unspecified date. Also, the patient received insulin lispro (humalog) unknown dose, frequency, subcutaneously, indicated for treatment of diabetes beginning on unspecified date. On unspecified date, unknown time after starting human insulin nph and insulin lispro via humapen luxura hd (started this device in (B)(6) 2013 - batch number 1210g01) the patient experienced lipodystrophy. On unspecified date, unknown time after starting human insulin nph and insulin lispro via humapen luxura hd, the patient experienced decompensated blood glucose of approximately 400mg/dl. Approximately on (B)(6) 2014, the patient observed that the injection screw of humapen luxura hd was not rising when the patient was selecting the dose (product complaint (B)(4)). According to reporter, on unspecified date unknown time after starting human insulin nph and insulin lispro via humapen luxura hd, the patient did not received the correct dose because the injection screw was not moving and the device was not injecting insulin, so the patient experienced malaise during 20 days, and blood glucose of 570mg/dl. The event of blood glucose of 570mg/dl was considered serious due to medically significant reason, by the company. As corrective treatment for the event of blood glucose decompensated, approximately 400mg/dl and 570mg/dl, the doses of insulin therapies were increased. The patient started to receive insulin lispro 14iu in the morning and in the evening and human insulin nph 40iu in the morning and 30iu in the evening. The patient recovered from the events. It was reported that the operator was not performing the prime before injection, the patient injected human insulin nph and insulin lispro at inner of thigh, inner of arm, below and above umbilicus and the patient stored the human insulin nph and insulin lispro cartridges in the refrigerator door. According to reporter, the patient received from the nutritionist, two new humapen luxura to replace the humapen luxura hd, but no adverse event with these two new humapen luxura was reported. The human insulin nph and insulin lispro treatment was continued. The device was operated by patient and she was trained by nutritionist from patient support program. It was unknown how long the patient had used the reported device and this device model. The return of device was expected. If device is returned, evaluation will be performed. The reporting nutritionist did not provide opinion of relatedness. The reporting consumer stated that glycemic event was related to the issue of device but it was not provided an opinion of relatedness between the remaining events and human insulin nph and insulin lispro. Update on 14-apr-2014: additional information received on 11-apr-2014 from initial reporter was processed with initial case. Update 28-apr-2014. Follow up received on 24-apr-2014 from initial reporting consumer. Added concomitant medication; updated status, added new dose and action taken of human insulin nph and insulin lispro. Add information regarding operator of device and trained user, corrective treatment and outcome of the events. Updated relatedness statement. All correspondents fields were updated. Update 05-may-2014: additional information received on 29-apr-2014 from initial reporter. Added non serious event as wrong dose administered due to device issue; updated route of administration and indication for use of human insulin nph and lispro insulin. All correspondents fields were updated. Update 05-may-2014: additional information received on 29-apr-2014 from the global product complaint database added the device specific safety summary; and updated the EU/ca fields, medwatch fields, and narrative. Edit 07-may-2014: upon internal review during regulatory submission, updated the status of return of suspect device, and corrected the information regarding of device duration. Update 12-may-2014: additional information from the same reporter on 08-may-2014. Added start date and batch number of suspect device, updated the improper use to yes, because the prime was not performed, added details of complaint device and two new humapen luxura received from nutritionist. All correspondents fields and narrative were updated.